Event description:
It was reported that on (B)(6) 2011 at 9:24 pm the patient changed the infusion site and at 12:00 midnight his blood glucose level was 60 mg/dl. On (B)(6) 2011 the patient's first morning blood glucose level was "greater than 500 mg/dl", and he experienced the symptoms of nausea and was positive for ketones. The infusion site was changed again, and a bolus dose of insulin was given using the pump and also by injection with a syringe. At 9:30 am the patient's blood glucose level was 122 mg/dl and he was negative for ketones. During troubleshooting it was revealed the pump programming and settings were correct, the date/time were correct, the prime history was correct, the basal setting was correct, and the total basal/bolus doses given correctly matched those programmed. It was also reported that when the infusion site was changed, it was found to be in an area with scar tissue, which may have contributed to under-infusion of insulin.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.